Event description:
Reporter alleged she was experiencing hypoglycemic symptoms and obtained discrepant back to back blood glucose results of 200 mg/dl verses 52 mg/dl when testing was performed within 10 minutes on the compact system. Reporter stated self treating with (B)(6) however no other actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.